Event description:
The patient was revised because of pain and "grinding".

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not reveal any other reports against the mfg lot. The initial reporting indicated the product was not suspected of failing to meet specs or contributing to the event. The investigation could not verify or draw any conclusions about the reported pain and grinding. Provided info suggests pt scar tissue was a possible contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.